Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and it components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that the aortic neck was ballooned and a kissing balloon technique was used in the gate and distal aorta. Two days later the pt presented with elevated creatinine. Upon reviewing the films from the original implant it was found that the stent graft was occluding the renal arteries on postoperative angiogram; however, this was not appreciated at the time of implant. The physician feels that during ballooning of the aortic neck they may have pushed the graft upwards. The pt was brought to the or and the stent graft was pulled down with a guidewire utilizing an up and over the bifurcation technique. Angiojet was administered to the right renal artery and bilateral renal stents were implanted. The graft was reported to be in good position below the renal arteries and both arteries were widely patent after this procedure. No add'l clinical sequelae were reported and the pt is reported to be fine.